Event description:
It was stated that the liquid is leaking from the bag into the cassette and even dripping out completely. The fault was discovered while filling the cassette. The inner plastic bag was clearly damaged at the point where the tube connects to the reservoir. It was also the second-to-last cassette in the pack, and the patient was treated with the last one without any problems or defects. The last cassette was therefore also without fault. There were no patient involvement and no harm.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the device was not received for evaluation, but two photos were attached to the complaint. The device history review of the reported lot number found no non-conformities during the manufacturing process. According to photos received, a leak was detected. There was no known cause of the leak. If the product is returned, this complaint will be reopened for further investigation.